Event description:
Information was received indicating that this ambulatory infusion pump exhibited an "occlusion too low" message. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was missing the battery door, bezel, overlay, and main power board. The pump kept rebooting. Software was loaded and the pump was booted up and the sensors were calibrated and the pump passed functional and delivery testing. Based on the evidence, the complaint cannot be confirmed.